Event description:
I received a new system one respironics CPAP machine on (B)(6), when I went to use it, it did not work like my old machine did; it did not provide enough pressure. I contacted respironics which referred me back to my provider, I then returned on wednesday (B)(6) to have the settings "adjusted" which again did not help, the machine was still not working properly. I then returned on friday (B)(6) to once again have my machine "adjusted" which showed a slight improvement... However, this created a new problem of water inside my mask, literally dripping and running out of it, my tubing was also full of water, I had to get up three times during the night to drain water out of my tubing. This is causing the potential for me to drown in my own bed because this machine does not work properly and respironics will not help, nor will they teach my provider to fix or adjust the machine properly.